Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown . Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd secondary infusion set experienced flow issues, and over infusion. The following information was provided by the initial reporter: secondary infusion infused in one minute (programmed for 15 minutes). Unclear if infused into patient or into primary bag based on event description. Patient effect: no harm reported.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the infusion infused in one minutes when it was programmed for 15 minutes could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd secondary infusion set experienced flow issues, and overinfusion. The following information was provided by the initial reporter: secondary infusion infused in one minute (programmed for 15 minutes). Unclear if infused into patient or into primary bag based on event description. Patient effect: no harm reported.